Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer during a follow-up that was initiated by the patient receiving a shock.